Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that spring of plunger was obstructed. A field service engineer was able to correct obstruction in plunger without damage to moving parts, verified spring and plunger was intact and performed final test. Customer was able to recover and inventoried main two drawer, half height sub drawer 2.2. The system functioned as intended after the field service engineer repaired the device.